Manufacturer narrative:
A ge rep evaluated the system and replaced the rui module. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the rui joystick is loose, and there is a screw rolling around inside the module. No pt injury was reported.